Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a diagnostic laparoscopy/ repair of peterson¿s hernia, instruments were getting stuck in the trocar during instrumental passage. The new device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar, cannula and circular seal appeared intact. The radially expandable sleeve was cut. The obturator was not received. Pmv performed functional testing, the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut radially expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.